Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the presence of foreign material. However, it is believe that prolonged fatigue leading to component failure caused the damaged adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited foreign objects on air/water cylinder and tube. Additionally, there was a gap in adhesive at the distal end. There was no patient involvement.